Manufacturer narrative:
The insulin reagent lot number was 77899901, with an expiration date of 30-sep-2025. The hcg+beta reagent lot number was 744575. The expiration date was requested, but not provided. Controls were within range on the day of the event. The field service engineer determined the sample probe was misadjusted. The probe was adjusted. Performance testing passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys insulin and a second patient sample tested with elecsys hcg+beta on a cobas e 602 module. No questionable results were reported outside of the laboratory. The initial values did not agree with the clinical diagnoses of the patients, so the samples were repeated. The first sample initially resulted in an insulin value of < 0.2 uu/ml with a data flag and it repeated as < 0.2 uu/ml with a data flag. The sample was repeated on (B)(6)2022, resulting in a value of 31.91 uu/ml. The sample was re-centrifuged and repeated on (B)(6)2024, resulting in a value of < 0.2 uu/ml. The sample was repeated three additional times on (B)(6)2024, resulting in values of 32.02 uu/ml, 30 uu/ml, and 31.34 uu/ml. Another tube collected from the patient resulted in an insulin value of 31.47 uu/ml on (B)(6)2024. The second sample initially resulted in an hcg+beta value of 1.06 miu/ml on (B)(6)2024. The sample was repeated twice on (B)(6)2024, resulting in values of > 10000 miu/ml and 190001.00 miu/ml.